Manufacturer narrative:
The reported complaint of cracked squeeze flush was confirmed. No product was returned for evaluation. However, an image was provided by the customer showing the white clip separated from the squeeze flush device. It is unknown how and when the clip was cracked. Without the return of the reported sample, a probable cause could not be determined.

Event description:
The event involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip where it was reported there was a crack on flushing device. There was unknown patient involvement and no patient harm reported.